Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not display the patient on the station during medication issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system settings were properly configured and functioning as expected, with no configuration issues identified. A technical support specialist accessed the server, verified patient status in pes, cross checked configuration as per patient missing on a bd pyxis medstation es, dialed into the station, and confirmed patient profile display. Customer verified the issue has been resolved. The system functioned as intended after the technical support specialist investigate the device.